Manufacturer narrative:
D10 concomitant product: unknown cool ti, unknown cool tip elecrtrode (lot#unknown) radiofrequency ablation for early-stage breast cancer as a potential alternative to partial mastectomy: 5-year results from the mult iple-center, single-arm, phase 3 rafaelo study (ncch1409). Takayuki kinoshita, shin takayama, tomomi fujisawa, kenichi watanabe, naohito yamamoto, tadahiko shien, mitsuya ito, mina takahashi, manabu futamura, tatsuya onishi, masayuki yoshida, masato takahashi, hiroyoshi doihara, eiko yorikane, keiko ohata, ryunosuke machida, hitoshi tsuda and rafaelo study group. Annals of surgical oncology (2026) 33:4584¿4594. Published online: 18 february 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study assessed the efficacy and safety of radiofrequency ablation in patients with early stage breast cancer between august 2013 and november 2017. The cool-tip rf system or cool-tip rf e series was used with a single needle electrode with a tip length of either 2 cm or 3 cm. There were 370 patients were included in the study and grade 3 complications included skin ulcer and wound infection. Interventions were not provided.